Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damaged post-deployment occurred. Vascular access was obtained via the radial artery. The concentric, de novo target lesion with significant lesion bend of >=90, was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. After predilation, a 3.50 x 28 synergy¿ drug eluting stent (des) was implanted. However, upon reviewing the cineangiography post procedure, an insignificant shortening of the stent length was noted. No complications were reported and the patient's status was stable. The physician suspected that it was caused by the manipulation of the guide catheter and not related to any product or design defect.